Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a competitor field representative that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator due to two consecutive charges times outside of the extended charge time limit. The actual measurement for the charge time was not known. The device was to be changed out and returned for analysis. There were no adverse patient effects reported.